Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the jaws was unable to open after pulling back the black return knobs with (B)(4). The instrument was resected with the use of another device. Operating room time extension was reported as more than 30 mins.